Event description:
"Control syringe fell off."

Manufacturer narrative:
It was reported that on (b)(60 2024 the control syringe "fell off". Due to this "the control syringe was picked up and refastened to the manifold by the physician". There was no impact to the patient reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.